Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient¿s outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient¿s related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received stating patient on arrival had significant driveline discharge, severe abdominal pain, leukocytosis and hypote nsion. Patient was given gentle fluids and started on antibiotics but his mean arterial blood pressures dropped to the 40s requiring transfer to the cardiac care unit (ccu) and initiation of norepinephrine. There patient grew (B)(6) in blood cultures and driveline cultures. Ultrasound showed a 5 x 2.5 x 5 cm collection around the driveline. A drain was inserted by ir, and infectious diseases was consulted. Driveline cultures were positive for (B)(6). Patient was transitioned from broad-spectrum antibiotics to oxacillin. Throughout the course of his hospital stay, the drain continued to have output ranging from 75 - 125 cc daily and his white blood cell count (wbc) fluctuated. Patient remained afebrile and without symptoms of systemic infection. Repeat computed tomography (CT) chest showed persistent but decrease in size of fluid collection. Ultimately, he was discharged with a plan for six weeks of intravenous (IV) antibiotics and reassessment of abscess with continued IV antibiotics. He was sent home with drain in place and had a rij hickman catheter for IV antibiotics. Patient had not been able to follow-up with anticoagulation due to acute illness and during admission had international normalized ratio (inr) of greater than 9. Patient was given a small dose of vitamin k and his inr down trended. Patient was discharged and was resumed home with coumadin. No further information provided at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.